Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus regional repair center (rrc) in prerov, czech republic (returned to the rrc on 2022/11/28). During the inspection at the rrc the occurrence of error message e433 was confirmed and traced back to a defective generator board. Thus, the reported incident was attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In addition, the rrc found damage to the generator¿s housing, which was most likely caused by improper handling and can thus be attributed to user error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that approx. 15 minutes into a therapeutic hysterectomy procedure the esg-400 electrosurgical generator issued error message e433 and could no longer be used. The intended procedure was completed without significant delay using another similar device and there was no report about an adverse event or patioent injury.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.